Manufacturer narrative:
Mfg date will be provided in a f/u report when available. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a complaint reporting that, during the procedure, a medical engineer found an error message of e000004 on the s3 pump system this caused the pump to stop. The engineer power cycled the pump and function was regained. The incident reportedly occurred during the final stage of the operation and the case was finished without problems. It was reported that the pump was restarted within 3 minutes. There was no effect to the pt as a result of this incident. Sorin group (B)(4) has requested that the pump be returned for eval. To date no product has been received. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a complaint reporting that, during the procedure, a medical engineer found an error message of e000004 on the s3 pump system. This caused the pump to stop. The engineer power cycled the pump and function was regained. The incident reportedly occurred during the final stage of the operation and the case was finished without problems. It was reported that the pump was restarted within 3 minutes. There was no effect to the pt as a result of this incident.